Manufacturer narrative:
Please note the correction to d9/h3 as the device was returned for evaluation. Please also note the correction to h6 method code. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the received drill revealed it to be broken from the tip region. The fracture surface showed edges to be deformed plastically. The cutting edges appeared to be blunt and slightly deformed. The fracture surface indicates the breakage to be due to a combination of bending and torsional overload. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user related issue. The failure was caused by application of torsional and bending load during usage. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "while drilling to insert a screw, the tip of the drill broke off and remained in the patient bone."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3: tip remains in patient, the rest was discarded.

Event description:
As reported: "while drilling to insert a screw, the tip of the drill broke off and remained in the patient bone."